Event description:
The customer reported that the device failed to discharge during op check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge during op check. There was no pt involvement. The device was evaluated by a philips field service engineer. The issue was isolated to a faulty external paddle set. The paddle set was replaced. The device passed testing and was returned to service.